Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified and the screw inside the control unit that had fallen out is likely that physical stress applied to the control unit caused this incident. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, it was observed that a screw inside the control unit of the colonovideoscope had fallen out, and foreign objects were present on the nozzle. There was no patient involvement.